Event description:
It was reported that the ilet pump¿s unlock function was unresponsive to the user¿s finger press while other on-screen buttons responded, indicating a transient touchscreen or user interface issue. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included remote troubleshooting and user guidance. Investigation of this case revealed that a device reboot restored normal functionality and a firmware update was pending to address potential software performance issues. It was concluded that the event was related to a temporary device user interface malfunction resolved by restart, with the device operating normally afterward.